Event description:
The index procedure was elective with a primary indication of positive functional study for ischemia/silent ischemia. The following medications were given within 24 hours before the procedure: aspirin, beta blocker, abd plavix, and intraprocedure, the pt was administered unfractionated heparin, gp iib/iia inhibitor and plavix. Three target sites were treated: proximal right coronay, mid right coronary, and left posterolateral arteries. During treatment of these lesions there were no complications or device malfunction. However, an adverse event occurred index through hosp discharge time period, the subsequent day, and was noted as elevated serum markers and myocardial infarction. There was no revascularization performed as a result of the myocardial infarction.